Event description:
The customer reported that she was treated by the paramedics due to a low blood glucose reading of 31 mg/dl. The customer stated that she fainted. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was exposed to airport security scanners prior to the event. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.